Manufacturer narrative:
(B)(4).device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01292 and 2134265-2016-01293.(B)(6).it was reported that stent thrombosis occurred.in (B)(6) 2015, the patient presented due to unstable angina. Five days later, left heart catheterization and coronary angiography was performed. Two days later, the patient was transferred to a second hospital for intervention and left heart catheterization and coronary angiography was performed. Subsequently, the patient underwent an urgent/emergent pci. The target lesion was located in the mid lad artery with 80% stenosis. It was 20mm long, with a reference vessel diameter of 3.0mm. The lesion was characterized as an in-stent restenosis of the previously implanted taxus express2 stent. Mild calcification was present. Fractional flow reserve (ffr) evaluation of the lad was 0.73, which was consistent with a hemodynamically significant lesion. The target lesion was treated with predilation using a 2.5mm balloon catheter at 14 atmospheres and insertion of a 3.00 x 24mm promus premier drug-eluting stent. Post dilation was performed with a 3.5mm balloon catheter at 18 atmospheres. Post procedural residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel.in (B)(6) 2015, the patient was seen with 2 sets of symptoms related to exertion: shortness of breath increasing in frequency; and a warm sensation beginning in the feet and traveling up into her chest, neck, and jaw. The patient was scheduled for a stress test and carotid ultrasound.in (B)(6) 2015, the patient was admitted to the hospital for angina and coronary angiography was performed. Subsequently, the pre-existing stents, as well as the lesion proximal to the stented segment, were ballooned and pre-dilated with a 3.5 non-bsc scoring balloon catheter. The lesion was then treated with pre-dilatation using a 3.5mm balloon catheter at 14 atmospheres and insertion of a 3.00x14mm promus premier drug-eluting stent. Post-dilatation was performed with a 3.5mm balloon catheter at 18 atmospheres. Post procedural residual stenosis was 0%, with timi flow improved to 3. Good runoff was present. The proximal edge of the 3.00x14mm promus premier stent began at diagonal 1 and flow was normal post-stenting, although the ostium was partially covered by a stent strut. This was left alone. Additionally, a portion of the proximal stent was not fully expanded due to a circumferential calcium. The intervention was assessed as successful. The following day, the event of isr was considered resolved and the patient was discharged on aspirin and ticagrelor. Six days later, clopidogrel was instituted, and ticagrelor was discontinued.